Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices that have been identified including: ischemia of the leg or stenosis of the femoral artery and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of manta vascular closure device include, but are not limited to: arterial damage and vessel laceration or trauma.

Event description:
The patient, whose height was 5' 1" and bmi 22 kg/m2, underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. Delivery of a 23 mm heart valve was made via the right femoral artery using a 14f sheath. The right femoral artery measured approximately 7.0 mm in diameter with moderate calcium distal to the access site. The reporter stated the femoral access was made under ultrasound with a micro-puncture kit and the access appeared anterior and medial. The bifurcation of the femoral artery was stated to be well below the femoral head. The manta deployment depth was measured at 3.5 cm and a second measurement was 4.0 cm. The final deployment depth was determined to be 4.0 cm + 1.0 cm. The patient received 8,000 units heparin prior to valve delivery. The first activated clotting time (act) measurement was 258 second. An additional 3,000 units of heparin was administered to the patient resulting in an act of 344 seconds. No difficulty advancing or removing procedures sheaths was reported. The procedure sheath appeared intact on removal with no damage or distortion noted. At the time of femoral access closure, the patient's act measured 222 seconds and 50 mg protamine was given resulting in an act of 145 seconds at the time of closure. The manta 18f vascular closure device (manta) was deployed without issue. Hemostasis was achieved instantly. Femoral imaging showed the manta toggle to be transversely stuck in the artery below the proximal portion of the femoral head. Prior to this imaging, the operator pulled the wire out, so no further troubleshooting of manta could not be performed. After reviewing the imaging, a dissection plane was seen and the manta toggle was being held in place at an angle by the dissection. The femoral artery was reported to be patent; however, the operator wanted to balloon and stent the area. After some difficulty with the guidewire reportedly having initially entered through the hole in the manta toggle and then removed, a 6.0 mm x 40.0 mm peripheral balloon was crossed over from the contralateral side and inflated at the dissection site, effectively pushing the toggle flat against the arterial wall and a 7.0 mm x 40.0 mm stent was able to be crossed over from the contralateral side and placed at the closure site. A final image was taken and showed a patent artery. At skin level, the site remained dry and without hematoma.

Manufacturer narrative:
CT images were reviewed. It can be noted that the toggle got caught on a dissection and could not lay flat. The toggle got hung up on the dissection flap. The device history review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The femoral artery measures 7.35 mm with a moderate calcification distal to access site. IFU states " do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis." A dissection plane was seen, and the manta toggle was being held in place at that angle by the dissection. Dissection has been identified as a potential adverse event in the IFU. It was noted that the user pulled out the guidewire prior to post closure imaging. The procedure was completed using a peripheral balloon from the contralateral side to inflate the dissection and correcting the footplate against the arterial wall. A stent was place at the closure site.